Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx135cm (4f) and 4.0mmx20mmx135cm (4f) sterling balloon catheter were used in the same order for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloons ruptured vertically in the middle part. The balloons were removed and the procedure was completed with a non-boston scientific device. No patient complications were reported and the patient was in good condition post procedure.